Manufacturer narrative:
Product event summary: the returned device did not detect any performance issues, but the calculated longevity result of 91% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device lasted less than five years. It was also noted that the pre-arrhythmia electrogram storage was programmed on. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time) occurred on (B)(6) 2013. 4068 implantable pacing lead 1999 (B)(6). (B)(4).

Event description:
It was reported that the device lasted less than five years. It was also noted that the pre-arrhythmia electrogram storage was programmed on. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.